Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The patient disconnected without using proper procedures, then reconnected. This is a known cause of this alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 6 of 6. The home patient (hp) thought that the therapy was over and disconnected and then reconnected. A baxter technical service representative (tsr) reviewed the alarm log and found a se 2240. The tsr explained the alarm and assisted the hp to get the readings and remove the cassette. The tsr advised the hp to contact their pd nurse (pdn) to let pdn know about the occurrence of the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.